Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable.exp. Date - could not be determined since no lot number was provided.manufacturing date - could not be determined since no lot number was provided.(B)(4).

Event description:
It was reported that patient underwent total hip revision on (B)(6), 1995. Subsequently, the patient was revised (B)(6), 2010, due to dislocation and metalosis around the trochanteric region. The trochanteric bolt, modular head, and acetabular liner were removed and replaced.